Manufacturer narrative:
High bg - the failure investigation has been completed. Effect to patient cannot be confirmed through a log review or duplication testing.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery dropped from 55% to 5% within minutes. There was no impact to the customer's blood glucose level due to the battery issue. Reportedly the customer will continue to use the pump until the replacement pump is received. In addition, the contact reported the customer's blood glucose (bg) level was elevated 282 (mg/dl) with large ketones. Contact stated the suspected cause was the customer being sick. A manual injection was delivered to address bg level. Contact stated the customer's healthcare provider was already contacted regarding elevated bg level.